Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited oversensing of noise. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.